Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an unknown error message with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed an unknown error message with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (submission 12/04/2012)-device evaluation: lifescan received the meter and test strips with the complaint on (B)(4) 2012 and (B)(4) 2012, respectively. The returned test strips passed testing on (B)(4) 2012 with no faults found. The alleged error message was confirmed in the meter's error log on (B)(4) 2012; however, the alleged error message was not reproducible during testing.

Manufacturer narrative:
The meter and test strips have been returned to lifescan (lfs) for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.